Manufacturer narrative:
Currently, it is unknown whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated that her reservoir was leaking into the insulin pump. No other information was provided.